Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer was not working properly. The display often goes black, and programmer would shut off once in a while. The programmer did not shut down and was able to wirelessly interrogate with the provided radiofrequency(rf) head. The radiofrequency and electrocardiogram (ECG) connectors, solder joints and connections were all good. However, error logs confirm an error event occurred which would have a black display. The display connections were inspected, the low-voltage differential signalling(lvds) board and lvds bracket were re-seated. The hard drive was reconfigured, reloaded, and updated with the newest software. The power supply and rf head cable were replaced as a preventative measure. The missing stylus was replaced and calibrated. The system fan was intermittently noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. The epg was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.